Event description:
Material # 309620. Batch # unknown. Verbatim: there was an incidental finding during the investigation of pr (B)(4) that requires a new pr to be opened. Can you please open a new pr for material 309620, lot unknown and barrel cracked. Please have me as the contact, do not send an acknowledgement letter, do not do any due diligence or mark to send a closure letter. This pr will just be for proper reporting of the defect found. Please let me know if you have any questions. Thank you!

Manufacturer narrative:
Initial MDR with device evaluation. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Investigation summary: it was reported the catheter tip popped off. To aid in the investigation, one sample with no packaging was received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel is damaged with no luer lok. There is also a crack from the bottom of the syringe to the 25ml mark of the scale marking. No other defects or imperfections were observed. It could be possible the customer is not using the product as intended. This type of severe damage does not happen during normal use. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.